Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragmented in several parts') and device dislocation ('essure in wrong position in the fallopian tubes / real risk of perforating the internal organs') in a 30-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced procedural pain ("pain in the lower abdomen after essure insertion procedure"). In 2019, the patient experienced abdominal pain lower ("cramp-like pain in lower abdomen"), headache ("headache"), menorrhagia ("increased menstruation flow with clots"), polymenorrhoea ("increased frequency of menstruation"), dysmenorrhoea ("severe pain during menstrual flow (dysmenorrhea)"), vaginal discharge ("increased vaginal discharge"), vulvovaginal pruritus ("pruritus") and anxiety disorder ("anxiety disorder"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). The patient was treated with analgesics and diclofenac sodium (anti-inflammatory). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, abdominal pain lower, headache, dyspareunia, menorrhagia, polymenorrhoea, dysmenorrhoea, vaginal discharge, vulvovaginal pruritus and anxiety disorder outcome was unknown and the procedural pain had resolved. The reporter considered abdominal pain lower, anxiety disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, polymenorrhoea, procedural pain, vaginal discharge and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray of pelvis and hip - on an unknown date: essure in wrong position in the fallopian tubes / real risk of perforating the internal organs/ essure fragmented in several parts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragmented in several parts') and device dislocation ('essure in wrong position in the fallopian tubes / real risk of perforating the internal organs') in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced procedural pain ("pain in the lower abdomen after essure insertion procedure"). In 2019, the patient experienced abdominal pain lower ("cramp-like pain in lower abdomen"), headache ("headache"), menorrhagia ("increased menstruation flow with clots"), polymenorrhoea ("increased frequency of menstruation"), dysmenorrhoea ("severe pain during menstrual flow (dysmenorrhea)"), vaginal discharge ("increased vaginal discharge"), vulvovaginal pruritus ("pruritus") and anxiety disorder ("anxiety disorder"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). The patient was treated with analgesics and diclofenac sodium (anti-inflammatory). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, abdominal pain lower, headache, dyspareunia, menorrhagia, polymenorrhoea, dysmenorrhoea, vaginal discharge, vulvovaginal pruritus and anxiety disorder outcome was unknown and the procedural pain had resolved. The reporter considered abdominal pain lower, anxiety disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, polymenorrhoea, procedural pain, vaginal discharge and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray of pelvis and hip - on an unknown date: essure in wrong position in the fallopian tubes / real risk of perforating the internal organs/ essure fragmented in several parts. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.